Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is possible that some annular calcification in combination with a borderline aortic annulus dimension for a 23mm xt valve and obliterated sov likely caused the annular rupture. Other risk factors that may have contributed to the event include the patient¿s advanced age, female gender and small body weight ((B)(6)). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, an annular rupture occurred post deployment of the 23mm sapien xt valve. Preoperative examination revealed that the annular leaflets were evenly calcified, however, the amount of calcification was low. The aortic annulus dimension was 319 mm2 by CT, with a reported obliterated sov. When balloon aortic valvuloplasty (bav) was performed with a 20mm balloon catheter, no contrast leak into the left ventricle was observed. A sapien xt valve was implanted with 1 ml less than nominal volume in a 60:40 aortic/ventricular position. After valve implantation, low blood pressure (bp) of 70's mmhg persisted and the patient responded poorly to vasopressors. An aortic angiography (aog) performed showed a contrast leak from the left coronary cusp (lcc) side of the annulus. Protamine was administered. While cardiac tamponade was resolved by pericardial drainage via thoracotomy, the bleeding site was located; blood was coming out from the site around the commissure between lcc and right coronary cusp (rcc) in the annulus. Hemostasis was achieved by compression. After hemostasis was achieved, the procedure was terminated. The patient left the operating room in stable condition.